Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with the following alarms noted: system error 2119 alarm, low drain volume alarm, check lines and bags alarm, check patient line alarm, check drain line alarm, and a slow flow patient alarm. A visual inspection, full functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a system error 2119 and the cause was determined to be the software eproms. The software eproms were replaced and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro machine experienced an unspecified failure. It was unknown during which step of therapy the failure occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.